Manufacturer narrative:
The account reported that a piece of white lint from a towel was found in the operative site during a surgical procedure. The lint was manually removed by the surgeon. The site was not irrigated. There was no serious injury or the need for any additional medical intervention. The procedure continued without further incident. A new sample was returned for evaluation. The towel which was reported to have produced the lint was not returned with the sample. In the absence of an actual sample, a root cause has not been determined. Due to the reported incident, this medwatch is being filed.

Event description:
The account reported that a piece of white lint from a towel was found in the operative site and was manually removed.